Event description:
It was reported that a loss of telemetry monitoring occurred for 8 pts for approx 3 hours due to a presumed hardware failure of a receiver subsystem. No alternative monitoring was initially available, however, another part of the telemetry monitoring system was reconfigured to monitor the pts. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.